Event description:
Evidence on x-ray showed a marked degree of poly wear superior to normal articulation. The cup was ingrown in a verticle position so this may have contributed to the wear of the poly. This cup was removed and a osteolock w/28mminsert and 28mm head was put in its place.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.